Event description:
A beckman coulter field service engineer (fse) reported their hand was pierced by the sample probe when servicing an au480 chemistry analyzer. The fse was wearing latex gloves as personal protective equipment (ppe) when the issue occurred. The sample probe broke the skin. As a result, the fse was sent to a clinic where he received a tetanus shot and blood tests for potential blood borne pathogens.

Manufacturer narrative:
The fse was contacted by beckman quality assurance (qa) and he indicated that the initial blood tests were negative for blood borne pathogens. The probable cause of this event was use error as the fse was in the instrument operation space when the event occurred and stated that he did not move out of the way fast enough. There is no evidence of a system malfunction of the au480 chemistry analyzer. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).